Event description:
During a preventive maintenance, the company representative observed that the remote ac power switch may open the circuit and shutdown iabp and the helium tank gauge was reading 1300 psi. No patient was involved.

Manufacturer narrative:
The company representative replaced the power switch cable (part number: 012-00-0834) and checked the pneumatic performance service diagnostics. He completed pm with a full calibration and the iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).